Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR. Returned product consisted of an epic self-expanding stent system. The shaft, tip and the remainder of the device were examined for damage. The stent was returned in the device but was deployed approximately 2mm. The inner shaft was kinked and damaged at the tip area of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that tip damage occurred. A 7x40x75 epic stent was selected for use to treat a lesion. However, during unpacking, it was noticed that the tip of the catheter was damaged and the device was not used. No patient complications were reported. However, returned device analysis revealed a partially deployed stent.